Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps had inadequate iodine. It was further described by the home patient (hp) as ¿some mini-caps were dry, and they had been informed that if dry, the hp should not use." This was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.